Event description:
According to the facility on (B)(6) 2024, the 27g needle was being used to inject subcutaneous lidocaine in prep for a pacemaker insertion. About 2cc of lidocaine had been injected when the needle broke off at the hub.

Manufacturer narrative:
According to the facility on (B)(6) 2024, the 27g needle was being used to inject subcutaneous lidocaine in prep for a pacemaker insertion. About 2cc of lidocaine had been injected when the needle broke off at the hub. The needle had not been bent and was not completely out of the tissue, but the area of the lidocaine injection was being changed. The doctor was changing the trajectory of the needle. The needle broke at the hub inside the subcutaneous tissue on the left upper chest area. It was a male patient, 72 years old, 99.8 kg. It was discovered immediately at the beginning of the procedure. It's the first thing the md does in the case. The patient was prepped for surgery by staff. The doctor immediately felt the area to see if he could retrieve the needle with forceps/tweezers from the insertion site of the needle stick. He was unable to feel it, so we used fluoroscopy to locate it. The md still could not feel it externally so an incision needed to be made in the area. Forceps were used but again, fluoroscopy had to be used to locate the needle with the forceps. The surgeon was able to incorporate this incision into his pacemaker pocket incision. The procedure was completed without any other impact to the patient. The md completed the case without any further issue. The patient requires no special follow up. A sample is available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.